Event description:
The patient developed an infection in tooth location 14 and the doctor reported the fixture was loose after being implanted for over one (1) year. The doctor indicated infection and pain as contributing factors for implant removal. The patient also has a medical history of diabetes.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than product such as surgical mistake, patient medical history, bone condition, or patient behavior.